Event description:
It was reported the physician attempted to perform an arthroscopic labral repair using the speedstitch magnumwire suture passer and cartridge. After passing the first stitch, the physician pulled away, but he noted the suture cartridge had come out of the device and was stuck in the pt portal. During the removal, the plastic cartridge sleeve came loose from the metal tip which was still inside the joint space. The physician was eventually able to remove the detached tip arthroscopically reporting a 15-minute surgical delay as a result. The procedure was ultimately completed, however, the details regarding the products or techniques used were not available. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Reference manufacturer reports: 3006524618-2012-00171.